Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is 91 mg/dl.

Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on the electronic assembly. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.